Manufacturer narrative:
The customer reported problem was unknown. The device was repaired, passed all require testing and specifications and released back to the customer. . A review of the device history record for sn(B)(4) was performed from 01/03/2018 to 09/29/2020 and confirmed was that this device was not previously returned for issues related to the complaint or service history. The database showed no production failures were on record for the device. Additional comments: na additional comments 2: a review of the device history record in sap for sn 15105031 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn(B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Connector failure in logic board- bent screw in pole clamp- connector failure in logic board- there was no patient involvement unknown / not provided- (B)(4). System on button will not go off.